Event description:
It was reported that customer's insulin pump alarmed motor error during prime. Customer's blood glucose is 216 mg/dl. The alarm was cleared. The device was not exposed to a strong magnetic field. Customer tried to deliver five units of insulin via fill cannula and the device alarmed motor error again. Customer changed the infusions set and reservoir. Insulin was not cloudy or expired. The motor error alarm persists. The tube could be filled manually. The motor error occurred once in the last thirty days. Customer agreed verbally and formally to return the device for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion, prime and displacement tests. The device was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip, cracked reservoir tube, and missing end cap sticker. No error alarms in the alarm history screen.